Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001 section d4: model#: of the initial medwatch report stated: prt-01100-000. Section d4: model#: of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4: UDI#: of the initial medwatch report stated: (B)(4). Section d4: UDI#: of the initial medwatch report should have stated: (B)(4).

Event description:
The following was reported to ventec by a distributor: "vent was delivering air too "forcefully" - patient was very uncomfortable on this device." There was no patient harm as a result of the reported issue. No further details were provided.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation, as it pertains to this event. As part of the investigation, ventec evaluated the device's service history and found that the distributor had returned the device to ventec many months after the reported event for maintenance. Ventec was not made aware of the reported patient event prior to the return of the device for maintenance. During those maintenance activities, ventec did not note any issues which may have contributed to the patient's reported discomfort while on the ventilator. The cause of the reported issue could not be determined.